Event description:
I have the onetouch verio iq glucose meter. It routinely will not turn on when a strip is placed inside for testing. It will require a manual forced reboot and resetting the date and time before it will allow a test of sugar levels. As a type one diabetic, time is often of the most importance when trying to get a quick reading of sugar levels. I have contacted onetouch multiple times about this issue and they have sent me a replacement twice. I have had 4 of this type of meter and they all have the same problem. I cannot rely on or trust this meter to work. When you need the meter to work for your life's safety, that is unacceptable.